Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing resulting in false pause and bradycardia episodes. It was noted that the icm has reached end of service (eos). The icm remains in use. No patient complications have been reported as a result of this event.